Event description:
When attempting to focus the microscope for use with laser, surgeon was unable to focus both ocular lenses. When one focused the other went out of focus.

Event description:
When attempting to focus the microscope for use with laser, surgeon was unable to focus both ocular lenses. When one focused the other went out of focus.